Event description:
They were experiencing interference across all telemetry channels. The monitoring technicians report continues episodes of loss of ECG signal. ECG waveforms are switching locations on the central monitor.